Event description:
Following a diagnostic procedure an angio-seal device was placed. An unspecified amount of time later, the pt had a complaint regarding the groin site. On 9/13/97 the pt was diagnosed with a pseudoaneurysm and was sent to the operating room for surgical repair. However, once in the or it was determined that the pt had an abcess rather than a pseudoaneurysm. The abcess was drained and the collagen removed; however, the artery was not entered, therefore the anchor remains in place. A culture was performed which was positive for staph. The pt was placed on antibiotics. Follow up on 10/1/97 confirms that the pt is currently doing well with no sequelae.